Event description:
Date of implant: (B) (6) 2005. Mentor 275cc nacl implant. On (B) (6) 2009: o.v. Lt breast implant failed. On (B) (6) 2010: patient underwent lt breast implant exchange implant depleted.